Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 514 mg/dl, suspected cause was due to the customer using the pump in sleep mode. The customer addressed their bg with a bolus via the pump manual injection. Customer continued to use the pump for insulin delivery.